Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Healthcare professional reported right side "deflated saline" with a style 68 saline filled breast implant. The device was explanted and replaced, and will not be returned.

Event description:
Healthcare professional reported right side "deflated saline" with a style 68 saline filled breast implant. The device was explanted and replaced and will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.